Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to alarm.

Event description:
The customer reported that she experienced high blood glucose levels and frequent urination. The customer had treated with the insulin pump and manual injections. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.